Manufacturer narrative:
The product associated with batch (B)(4). Was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. On december 30, 2015 it was noted that previous nc is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 12, 2016. (B)(4).

Manufacturer narrative:
Corrected data: investigation results were omitted from MDR MFR # 1049092-2015-00303 submitted on january 12, 2016. Investigation results were received on december 30, 2015 and are as follows: the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user developed peristomal skin redness under the urostomy pouch. The reddened area impacted approx half of her peristomal skin and extended outward approx 7mm. While in the hosp for an unrelated surgical procedure, the affected area was examined by a physician. The end user received diflucan (400mg) intravenously while she was in the hosp. She was discharged home with a 14-day prescription for diflucan (oral), as well as, nystatin powder. The end user reportedly completed her course of diflucan and is no longer utilizing the nystatin powder. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available a follow up report will be submitted. (B)(4).